Event description:
Reporter indicated that "they were having problems with their programming system." She explained that they were able to use it to interrogate the patient's device, but when they tried performing a system diagnostics test, the red light on the handheld power button would illuminate and would not complete the diagnostic testing. She explained that she plugged the handheld into the wall outlet and tried performing a system diagnostics test, "which took a long time to complete." She additionally reported she "encountered the problem with her handheld battery depleting quickly." Cyberonics is making good faith attempts for the product to be returned for analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.